Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the problem of does not function was confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that device "does not function and beeps constantly." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.